Manufacturer narrative:
No unexpected intermittent display fading in and out was noted. The pump was received with missing segments due to a cracked zebra connector at lcd board. The pump had a stripped battery cap at the coin slot. The pump also had a broken end cap, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the lcd window.

Event description:
Customer reported via phone call that the insulin pumps display is fading. Customer states that they have replaced the battery. The blood glucose reading is 120 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.